Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor and collagen. The hemostasis sheath and carrier tube are separated, then the carrier tube cut to expose the tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be used and the anchor still present in the device. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and positing. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: at the end of a superior mesenteric artery (sma) stent procedure, the physician attempted to close the groin with a 6fr angio-seal vip. The interventional radiology (ir) physician was able to get the second click of the device, indicating that the tip of the anchor was set against the sheath. However, when they went to tamp the collagen, the entire device came out of the patient. Upon inspection the doctor became aware that the anchor never fully exited the tip of the modified angio-seal sheath. They could feel the anchor and collagen plug inside the sheath. There was no harm caused to the patient. Manual compression was applied and there was no blood loss. Additional information was received on 21oct2025: a 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. No pre-deployment angiogram was performed as the doctor relied on ultrasound. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provded due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional radiologist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.